Event description:
It was reported that restenosis occurred requiring intervention. On (B)(6) 2021, the first procedure of the right popliteal artery and right superficial femoral artery was completed with two ranger drug coated balloon (dcb) catheters. On (B)(6) 2021, target blood vessel was greater than 50 percent stenosed, thus percutaneous revascularization was performed on (B)(6) 2021, and the patient recovered.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the lot number is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that restenosis occurred requiring intervention. On (B)(6) 2021, the first procedure of the right popliteal artery and right superficial femoral artery was completed with two ranger drug coated balloon (dcb) catheters. On (B)(6) 2021, target blood vessel was greater than 50 percent stenosed, thus percutaneous revascularization was performed on (B)(6) 2021, and the patient recovered.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.